Event description:
The ventilator was alarming. The nurse caring for the patient observed that there was no return tidal and minute volume noticed on the ventilator display. The critical care team arnp (advanced practice nurse practitioner) was at the bedside, removed the ett (endotracheal tube) and the patient was reintubated. There was no harm to the patient.